Event description:
(B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, just when the patient woke up, the infusion set's tubing detached from the site portion. In the morning of (B)(6) 2019, the same issue occurred again. The site location was patient's hip and buttock, respectively. The pump was located on the breast and the infusion was used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient's blood glucose level at the time of this report was 284 mg/dl. Upon visual inspection of the returned used device, it was found that the tubing was detached from the tubing connector. No further information available.